Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was reported as due to the patient was infected with covid-19 however, the cause remains unknown. The patient was treated with caspofungin and micafungin for the event. Pd therapy was discontinued. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.